Event description:
This rv lead was implanted on (B)(6) 2014 and still remains implanted at this time. The rv lead threshold had risen from 1. 7v@ 0.4ms ((B)(6) 2016) to 4.0v@ 0.4ms ((B)(6) 2017). Same tests performed @ 0.bms and could get a threshold of 2. 7v @ 0.bms, re-adjusted the capture values at fix 3.5v @ 0.bms. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).